Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken tack weld likely caused the coil to detach.

Event description:
During coil delivery, it was reported resistance encountered inside the catheter and the physician decided to remove the coil. Upon removal, the coil detached. No pt injury reported.